Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ IV catheter needle pierced through the catheter after entering the vein. The following information was provided by the initial reporter, translated from french: "once in the vein the bevel pierces the cannula. This has happened several times. The vet has been using our catheter for about ten years without any problems."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 30-jun-2022. H6: investigation summary: two photos and one actual sample without packaging were received by our quality team for evaluation. From the photos, the needle pierced through the catheter tip area was observed. The sample was subjected to visual inspection, a ¿v-cut¿ was observed near to the catheter tip. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. From the returned sample, a ¿v-cut¿ was observed on the catheter that matches the shape of the bevel, which could be caused by the needle pierced through the catheter. The assembly process was reviewed. If the needle pierced through catheter occurred in the manufacturing process, the defect would be detected and auto rejected by the inline tip spear vision inspection system. Needle pierced through catheter could also happen during product application when the product was manipulated or during the needle cover removal if not done carefully. As the sample was returned without packaging, the actual root cause could not be established.

Event description:
It was reported that the bd insyte¿ IV catheter needle pierced through the catheter after entering the vein. The following information was provided by the initial reporter, translated from french: "once in the vein the bevel pierces the cannula. This has happened several times. The vet has been using our catheter for about ten years without any problems."